Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the patient suffered injuries, and the device was removed in 1998. The device was not returned for evaluation.